Event description:
It was reported that the doctor decided to open the knee due to clunking. He opened through previous incision, inspected poly and implants and decided to not remove any as happy with them. Removed some scar tissue around patella which he feels might be the cause of clunking sensation. After closing the capsule, surgeon felt the clunking continued, so made a decision to remove poly and review behind joint. The original poly was removed and inspected and some minor abrasion on the posterior medial side was found. Surgeon felt patella might have been sitting distally as well. After removing further scar tissue out, same size poly new implant was inserted.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no clinically relevant or supporting documentation was provided; therefore a thorough medical investigation could not be performed. However, it was communicated that the revision procedure was performed due to clunking and the surgeon believed intraoperatively that the poly insert was sitting distally; therefore, a poly exchange occurred which reportedly reduced the clunking. The root cause cannot be concluded based on the limited information provided. The patient impact beyond the early revision procedure for clunking and an expected brief post-op rehabilitation cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.